Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the drive support cap is protruded. Customer pressed it back in yesterday while he was connected; customer did not experience a low. The current blood glucose reading is 49 mg/dl. Customer treated with food. The insulin pump will be replaced. Nothing further reported.